Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain is so bad') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), thyroid disorder ("thyroid problem"), arthralgia ("joint pain"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, thyroid disorder, arthralgia, migraine and headache outcome was unknown. The reporter considered arthralgia, autoimmune disorder, headache, migraine, pelvic pain and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : autoimmune disorder, medical device removal, joint pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain is so bad') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), thyroid disorder ("thyroid problem"), arthralgia ("joint pain") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune disorder, migraine, pelvic pain and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : autoimmune disorder and medical device removal, joint pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. New event thyroid problem , joint pain added.was added. Event pelvic pain was added and replaced with medical device removal. On (B)(6) 2020: with fu 3 and 4 and 5. On (B)(6) 2020: with fu 3 4 and 5. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain is so bad') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues"), thyroid disorder ("thyroid problem"), arthralgia ("joint pain"), migraine ("migraines") and headache ("headache"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune disorder, thyroid disorder, arthralgia, migraine and headache outcome was unknown. The reporter considered arthralgia, autoimmune disorder, headache, migraine, pelvic pain and thyroid disorder to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : autoimmune disorder, medical device removal, joint pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event added: headache. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced autoimmune disorder ("autoimmune issues"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: autoimmune disorder and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added: medical device removal. Reporter added. Case upgraded from non serious to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.